Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. Technical support reviewed the logs and found the battery health to be normal, advising the customer to monitor the system and to reach out if the problem reappears. The customer acknowledged the findings.